Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements which have been gradually increasing over the past year. In addition, the lv threshold measurements have increased. Technical services was consulted. The physician has been monitoring the lead and due to patient condition, has opted to not replace the lead at this time. The lead remains in service. No adverse patient effects were reported.